Event description:
I had durolane gel shots in both knees on (B)(6) 2019. I became completely crippled in pain for 12 days and I had to use a walker. My dr then gave me prednisone and a week later I got cortisone shots in both knees, that helped for 12 days and then my right knee became very painful again and it still is. My dr ordered lab tests and an MRI and said they were ok for my right knee and he offered prescription drugs and I tried voltaren, which then caused bleeding. The pa (B)(6) gave me the shots and she is dr (B)(6) pa at (B)(6) in (B)(6). I have written to the durolane company and told them that pts should be warned because the pa told me there were no side effects, and so did the brochure printed by durolane. I am very concerned about this problem. (B)(6).